Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that they started getting shocks in their abdomen just about 10 minutes prior to calling, which was causing them spasms and tremor. They noted they had unrelated surgery the day prior. The issue was not resolved through troubleshooting, the caller was redirected to the national answering service to page a rep.